Event description:
Patient had MRI head performed after vagus nerve stimulater turned off, according to device manuals instructions and using scanning parameters indicated. Patient experienced burning sensation in neck and feeling that eyes were going to pop out. Scan stopped and symptoms resolved.